Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose levels and no delivery alarms. The customer went to his healthcare professional for assistance, and was told to make changes to his basal rates. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer didn't have the tubing clamp for the high pressure test, but had been getting no delivery alarms for the past two days. The customer also stated that the insulin pump was very scratched and dirty. Advised that the insulin pump would be replaced. Nothing further was reported.